Event description:
Additional information received noted that the event was observed remotely.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited oversensing of an unknown source. No interventions were performed. The patient was in stable condition.